Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the lcd board. Unable to verify lines across the screen due to the blank display. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that his insulin pump was dropped into the bathtub two weeks ago. The patient's blood glucose at the time of incident is unknown. The customer stated that there was fluid inside of the lcd display. The pump first had lines going across the screen, but before the call the screen would not activate at all. Troubleshooting was initiated for the pump exposure to fluid. The customer confirmed that there was a crack or scratch at the top center of the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.